Event description:
It was reported that a merlin.net transmission revealed the right atrial lead exhibited noise. The patient presented to the clinic for an x-ray and no anomalies were noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.